Event description:
It is reported that the device was implanted in 2008, and revised in 2009, due to instability.

Manufacturer narrative:
Eval summary: no product was returned for eval. Also, no x-rays were returned for review. This pt has already been revised once due to recurrent dislocations. Dislocation could be due to (but not limited to) one or more of the following: improper shell size selection, incorrect component positioning, femoral component impingement, pt anatomy prone to dislocation, or improper anatomical position assumed by pt. However, based on the available info a definitive cause can not be determined. Eval: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.